Manufacturer narrative:
The account found the side rail cable guard is bent. The account straightened the side rail cable guard bracket to resolve the issue.

Event description:
The account alleged the side rail will not latch. No pt impact.